Event description:
It was reported that during a da vinci si surgical procedure the maryland bipolar forceps instrument would not cauterize. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported complaint. The instrument was placed on an in-house system and successfully passed a cautery test. The conductor wires were not damaged and an electrical continuity test passed. Additional damage found were several deep scratches exhibiting light material removal and a rough surface finish on the distal end of the main tube. Engineering concluded the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.